Event description:
It was reported that (1) device was used during an unkown procedure. It was reported by the affiliate that the 512s instrument safety shield would not work. Antoher instrument was used to complete the case. There was no consequence to the patient. The device was discarded.